Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. A timeout occurred during failed drain 1 and drain 1 was at 632.0ml. The limits were low at 774.0ml and high at 821.0ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). It was confirmed the device failed rite functional test for timeout during drain 1 and the device was determined to not meet specification for this problem. The assignable cause of the reported problem was determined to be a weak running compressor.